Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the needle or cannula was detached inside the unopened sensor packaging. It was unable to be clarified if it was the needle or cannula that was detached. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause cannot be determined. Reportedly, the patient used an expired sensor. Labeling indicates: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.